Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. There was a full complement of staples and the device was not engaged in interlock. The device was received with all packaging including its shipping label. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endoscopic colon surgery, while on disconnected colon, after the green safe button was pressed, the surgeon was not able to squeeze the handle and it could not be fired using the two reloads. Replacement of new equipment was done to resolve the issue. There was no patient injury.